Event description:
It was reported that an alert for low, out of range high voltage lead impedance was noted. Programming changes to exclude the svc coil were recommended. The physician elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.